Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the z-rotation stand cover fall off. As a resolution, the fse fixed the stand cover. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the z- rotational cover came off and needs to be reattached. The system was not in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.